Manufacturer narrative:
Concomitant medical products: a2dr01 ipg, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient was experiencing palpitations and shortness of breath. It was reported that the right atrial (ra) lead and right ventricular (rv) lead were undersensing and resulted in a mode switch. The ra and rv leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the ra lead was programmed.